Event description:
It was reported that the ventricular channel showed some oversensing with the right ventricular (rv) lead. No further information could be obtained after multiple follow-up attempts. The lead remains in use. No patient complications have been reported as a result of this event.